Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: unknown. Addr03 ipg, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing resulting in fact paced intervals were noted on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.